Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the inferior vena cava vein. A 10.0 x 60, 135cm mustang balloon catheter was advanced for post-dilatation. However, the balloon ruptured when using another device. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the inferior vena cava vein. A 10.0 x 60, 135cm mustang balloon catheter was advanced for post-dilatation. However, the balloon ruptured when using another device. The procedure was completed with another of the same device. There were no complications reported and the patient was stable. It was further reported that lesion was 60% stenosed, moderately tortuous, and severely calcified. Two of the same balloons were used in the procedure. However, during the initial inflation at 8 atmospheres for 5 seconds, the balloons ruptured.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the inferior vena cava vein. A 10.0 x 60, 135cm mustang balloon catheter was advanced for post-dilatation. However, the balloon ruptured when using another device. The procedure was completed with another of the same device. There were no complications reported and the patient was stable. It was further reported that lesion was 60% stenosed, moderately tortuous, and severely calcified. Two of the same balloons were used in the procedure. However, during the initial inflation at 8 atmospheres for 5 seconds, the balloons ruptured.

Manufacturer narrative:
Updated (d4) lot number to 29185049. Device evaluated by MFR.: mustang 10.0 x 60, 135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 14mm distal of the distal markerband. From the partial circumferential tear, the balloon was also torn longitudinally for approximately 77mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.